Event description:
Power injector for angiography inappropriately fractured upon injection for left ventriculogram. Liebel-flarsheim angiomat illumena 150ml syringe (B)(4). No pt harm but 2nd event with syringe.